Manufacturer narrative:
(B)(4). Device evaluated by MFR: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 100% stenosed chronic total occlusion target lesion was located in the severely tortuous and moderately calcified distal right coronary artery. After a guide wire crossed the lesion, a promus premier stent was deployed and a 4.00mm x 8mm nc emerge balloon catheter was advanced for post dilation of the recently implanted stent. The balloon was inflated however it ruptured at 20 atmospheres. The procedure was completed using a 4.0x8mm non bsc balloon catheter. No segment of the balloon was detached inside the patient after it ruptured. No patient complications were reported and the patient's status was good.